Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues, errors or quality issues were observed. All test results were within range specification. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported on (B)(6) 2010 they went to the hospital due to a "meter issue", however, the issue that caused the medical event is unknown. The customer reportedly had no symptoms, but reported loss of consciousness. The customer was transported to a local hospital via paramedics who treated customer with glucose intravenous infusion. At the hospital, the customer was reportedly diagnosed with hypoglycemia and further treated with unknown intravenous infusion. There was no report of death or permanent impairment associated with this medical event.